Event description:
Boston scientific crm received information that during a recent device replacement procedure this right ventricular lead fell apart during removal from the device header. The distal portion appeared frayed. During this time, the physician paced the patient in a unipolar configuration using the ring of the lead until successful placement of the replacement lead was complete. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.